Manufacturer narrative:
(B)(6). (B)(4) - stent entanglement during difficult deployment is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for aaa repair. The procedure was performs as prescribed except the suprarenal stent was deployed before cannulation from contralateral side and another manufacturer's legs were used. The top cap inner cannula was advised to deploy the suprarenal stent and the grey positioner was advanced until it docked with the top cap. Then the entire top can and grey positioner was withdrawn adequately. However, confirmatory angiography revealed the suprarenal stent was entangled and was not fully expanded. The physician considered to use a balloon catheter to resolve the entanglement, but he decided to take follow-up observation since it was at high risk to do that and the suprarenal stent was not tilted inward. The procedure was completed without additional treatment. No adverse effect to the pt at that point, but there is possibility of vessel penetration for long term placement.